Manufacturer narrative:
All available information was investigated and the reported clip opening while establishing final arm angle could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the clip opening while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report clip opening when establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4+. The first clip delivery system (cds 00416u123) was advanced to the mitral valve; and the clip was placed. However, the clip opened while locked when establishing final arm angle/efaa during the deployment sequence. Therefore, the clip was retracted back to the left atrium to attempt troubleshooting. But a decision was made to remove the cds with the clip attached. The procedure continued with a second cds. The clip was successfully deployed. A third cds (00416u174) was advanced to the mitral valve to further reduce mr. However, the clip opened while locked during efaa. The lock line was already removed at this point, and it was not possible to remove the clip. Therefore, the clip was deployed. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.